Event description:
On (B)(6) 2012 the lay user/patient contacted lifescan (lfs) from the united states alleging that their onetouch verio iq meter was not giving a blood glucose result and patient could not recall what she saw instead. The patient did not allege any harm or injury because of the reported issue. Based on the information provided, their complaint is being reported due to the following conclusion(s): the patient claimed that the subject meter was not giving a blood glucose result and patient could not recall what she saw instead. There is no evidence that the alleged issue contributed to a serious injury. The patient did not report any symptoms, treatment, or blood glucose values suggestive of a serious injury.

Manufacturer narrative:
Lifescan (lfs) has not requested return of the subject product(s) for evaluation.